Manufacturer narrative:
Result: severely bent connector.

Event description:
It was reported by service report that nurse call was not working. No pt involvement or adverse consequences were reported.